Event description:
A healthcare professional reported patient with trace diffuse lamellar keratitis noted at 1 post op lasik surgery. The patient was treated by increasing the steroid eye drops dosage. Add'l info was received during follow up. Diffuse lamellar keratitis cleared with treatment. However, the patient reported seeing double when reading. There are two related reports for this patient. This report addresses the patient's right eye and another MFR report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).